Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible.

Event description:
It was reported to medtronic neurosurgery that a catheter broke off during removal. According to the report, the remaining portion of the catheter is inside the patient's cranium.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.